Manufacturer narrative:
The investigation into the reported stroke and infection has been completed since the original report was filed. The device was not returned by the medical facility. Data logs were reviewed, and no motor current spike was observed. The cause of the hemorrhagic stroke issue was most likely patient condition related and unknown relation to impella per clinical and data log review. The cause of the infection/sepsis issue was most likely patient condition related and unknown relation to impella based on clinical review. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. A head CT scan revealed subarachnoid hemorrhages so systemic heparin stopped. Plan to restart heparin gtt today and repeat head CT. Pt has blood infection with questionable vegetation grown on aortic valve. The patient was being treated with anti-biotics. Plan to continue continuous renal replacement therapy and bipella support throughout ICU course of care.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted that the care was withdrawn, and the patient expired.medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.